Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor reset during a pulse test at the distributor and was unable to communicate with an electrode belt. The cause for the failure was isolated to a shorted u409 can transceiver on the c/a board and shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted u409 transceiver and shorted igbts component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functional testing.